Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment, on the top cover, on the pump door, near the catch posts, and on the safety clamp. There were no particulates, burrs, or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid behind mushroom heads a & b, on the bottom cover under the pump, and behind the front panel. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired due to septic shock. There was no specific allegation this event was related to any deficiency or malfunction of fresenius device(s) or product(s) in the follow up. Upon further follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2021 for altered mental status and septic shock due to a gastrointestinal (gi) bleed. It was reported the patient had multiple comorbidities including, but not limited to, end-stage renal disease (esrd), unspecified cardiac disease, diabetes mellitus type 2 and a gi bleed with bowel perforation. Additionally, the patient was wholly non-compliant with prescribed medications. The patient was prescribed pd therapy upon admission; however, the order was cancelled the same day when the decision was made by family to place the patient on a ¿comfort measures only¿ order. The patient expired due to septic shock in the hospital at 1:06 am pst on (B)(6) 2021. Though it was reported the patient¿s hospital order for pd therapy was cancelled, it was unknown if the patient was connected to a hospital provided cycler (unknown brand and model used by the admitting hospital) at the time of death. It was confirmed the patient¿s altered mental status, septic shock due to a gastrointestinal bleed, the associated hospitalization and her death were unrelated to pd therapy. Additionally, it was affirmed these events were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy on a hospital provided cycler and the patients death due to septic shock; however, evidence of the cancelled pd order in the hospital suggests the patient was not undergoing a pd treatment at the time of death. The cause of this patients death can be solely attributed to a septic shock attributed to a gi bleed. It is well-known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, in the environment of multi-commodity including cardiac disease and a gi bleed with noncompliance to prescribed medication, there is an increased risk of mortality to a very susceptible population. Therefore, the liberty select cycler can be excluded as a cause or contributor to this event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patients death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired due to septic shock. There was no specific allegation this event was related to any deficiency or malfunction of fresenius device(s) or product(s) in the follow up. Upon further follow up, the patients pd registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2021 for altered mental status and septic shock due to a gastrointestinal (gi) bleed. It was reported the patient had multiple comorbidities including, but not limited to, end-stage renal disease (esrd), unspecified cardiac disease, diabetes mellitus type 2 and a gi bleed with bowel perforation. Additionally, the patient was wholly non-compliant with prescribed medications. The patient was prescribed pd therapy upon admission; however, the order was cancelled the same day when the decision was made by family to place the patient on a comfort measures only order. The patient expired due to septic shock in the hospital at 1:06 am pst on (B)(6) 2021. Though it was reported the patients hospital order for pd therapy was cancelled, it was unknown if the patient was connected to a hospital provided cycler (unknown brand and model used by the admitting hospital) at the time of death. It was confirmed the patients altered mental status, septic shock due to a gastrointestinal bleed, the associated hospitalization and her death were unrelated to pd therapy. Additionally, it was affirmed these events were not due to a deficiency or malfunction of any fresenius product(s) or device(s).